Event description:
It was reported by the dealer that there are two spokes on one wheel that are broken in two. Consumer claims he left the chair on his front porch. The next morning when he went out, the spokes were broken. No patient injury alleged, no additional information provided.